Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. During the procedure a hole was identified on the cylinder leading to the device fluid leak. No patient complications were reported in relation to this event.

Manufacturer narrative:
Product analysis confirmed the reported events. The ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at fold and fatigue. Cylinder 1 has bulging of outer tube in the cylinder body due to the separation of fabric threads; no leaks were found. Cylinder 2 has a large hole in the outer and inner tubes. Fatigue leak was identified in the inner and outer tube with broken fabric threads. The pump was visually inspected and functionally tested. No leaks were found. The pump was not functionally tested due to contamination. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. During the procedure a hole was identified on the cylinder leading to the device fluid leak. No patient complications were reported in relation to this event. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Product analysis confirmed the reported events. The ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at fold and fatigue. Cylinder 1 has bulging of outer tube in the cylinder body due to the separation of fabric threads; no leaks were found. Cylinder 2 has a large hole in the outer and inner tubes. Fatigue leak was identified in the inner and outer tube with broken fabric threads. The pump was visually inspected and functionally tested. No leaks were found. The pump was not functionally tested due to contamination. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. During the procedure a hole was identified on the cylinder leading to the device fluid leak. No patient complications were reported in relation to this event. Product analysis confirmed the reported events. Both cylinders had wear at fold and fatigue. No leaks were found on the pump. No more information available at the moment. Should additional information become available, it will be provided.